Event description:
A journal article was reviewed that contained information regarding this lead. The left ventricular (lv) lead had dislodged. The lead was repositioned. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "automatic adjustment of stimulation output in resynchronization therapy: impact and effectiveness in clinical practice." Europace. September 1 2011;13(9):1311-1318.